Event description:
It was reported that a malfunction occurred with a display of malf 12. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support to reset the pump, successfully preventing recurrence of the malfunction code, and was advised to continue using the pump while monitoring for any future issues.